Event description:
It was reported that during a returned order service an error code occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-28298. The report was submitted in error.